Manufacturer narrative:
(B)(4).

Event description:
During a patient use event, the user is reporting there was a delay between the shock button depression and the delivery of the shock. The patient outcome is unknown.